Manufacturer narrative:
The repeat results were ran on a cobas c 513 analyzer with the serial number: (B)(6). The customer has not provided the serial number for the instrument that the initial results were generated. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas c 513 analyzer after having an issue of high bias on a cap survey. Patient (B)(6) initial result on (B)(6) 2025 was 15.3%, with a repeat result of 14.2%. Patient (B)(6) initial result on (B)(6) 2025 was 15.5%, with a repeat result of 13.7%. Patient (B)(6) initial result on (B)(6) 2025 was 7.7%, with a repeat result of 7.1%. Patient (B)(6) initial result on (B)(6) 2025 was 6.8%, with a repeat result of 6.2%. Patient (B)(6) initial result on (B)(6) 2025 was 6.2%, with a repeat result of 5.6%. Patient (B)(6) initial result on (B)(6) 2025 was 7.6%, with a repeat result of 6.9%. Patient (B)(6) initial result on (B)(6) 2025 was 7.6%, with a repeat result of 7.0%. Patient (B)(6) initial result on (B)(6) 2025 was 7.6%, with a repeat result of 7.0%. Patient (B)(6) initial result on (B)(6) 2025 was 7.6%, with a repeat result of 7.0%. Patient (B)(6) initial result on (B)(6) 2025 was 7.3%, with a repeat result of 6.7%. Patient (B)(6) initial result on (B)(6) 2025 was 8.2%, with a repeat result of 7.5%. Patient (B)(6) initial result on (B)(6) 2025 was 7.5%, with a repeat result of 6.9%. Patient (B)(6) initial result on (B)(6) 2025 was 7.1%, with a repeat result of 6.5%. The customer is unsure which results are correct. The initial results were repeated because they were questioned in a correlation study.

Manufacturer narrative:
Calibration, qc, and alarm trace reports were not provided. No material has been received for investigation. The investigation was unable to determine a direct root cause.